Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause of the patient¿s pain was undetermined. The actions and interventions taken to resolve the swelling was the patient was seen in the ER (emergency room) and given information regarding infection control and ice for swelling. The patient was to contact the company representative regarding the pain pump. In regards to if any device issues were identified it was noted that the catheter dye study was normal and normal CT of the abdomen. The cause of the patient believing the pump was not delivering medication after a bolus was requested was reported as due to not helping with pain the patient feels bolus is not being given. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical prdoucts: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-july-26, information was received from a patient receiving bupivacaine (2.5 mg/ml, 0.1201 mg/day) and dilaudid (2.5 mg/ml, 0.1201 mg/day) via an implantable pump for spinal pain. The patient reported that "it was working doing good until a couple weeks ago, I changed the batteries in the personal therapy manager (ptm) and it don't work, I don't think the pump is delivering the medication when it says the bolus was given and I have a lot of pain and it was working and doing good until a couple weeks ago". The patient stated that the ptm showed it gave a bolus, but the patient did not think their body "actually gets" the medication. The patient also stated that it was hard to communicate with their pump using the ptm and they had to move the controller (ptm) around a lot to make it work. The patient stated the reason for this intermittent poor communication could be because they were having swelling at the implant site. The patient said that they were "real swollen where the pump is" and they were having severe pain there and where they "cut" them and put the tubing in. This pain also started about two weeks ago. The patient then reported they went to the emergency room (ER) last night because of the pain they were in. The patient reported they did an x-ray, but they couldn¿t tell anything about the tubing because they didn't know how to read it and "the tubing is so tiny". The patient was instructed to follow up with their hcp. No interventions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 30-jul-2018 from the patient via a company representative who reported that the patient¿s difficulties began on (B)(6) 2018. The patient had swelling and tenderness around the pump site extending around to the back. As of the date of this report, the patient had abdominal pain at the pump. The patient reported no environmental, external, or patient factors that may have led or contributed to the issue. A dye study had been done and the catheter was patent. They were able to draw back csf (cerebrospinal fluid). The dye study concluded that the catheter was still intact and had not migrated. The patient was then ordered to have a c-scan and follow-up with the physician. No surgical intervention had occurred and none was planned. The issue was not resolved at the time of this report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.